Event description:
On (B)(6) 2013 pt was made aware that device failure implanted on (B)(6) 2013 during an anterior cervical discectomy and fusion at c5-6 and add'l level at c6-7, instrumentation 2-3 segments. X-rays showed the lower securing spike had separated from the device main body.